Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inadequate anti-tachycardia pacing (atp) therapy and caused the patient decompensate to ventricular fibrillation requiring defibrillation. A ventricular assist device was implanted on (B)(6) 2022. The ICD later exhibited unsuccessful defibrillation. The patient became hypotensive and experienced a seizure. The patient was intubated. Neurological consult indicated that the seizure event was possibly a convulsive syncopal episode instead. Further information was requested but not received.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.